Manufacturer narrative:
(B)(4).

Event description:
It was reported that the small balloon of a tracheostomy tube was inflated one evening. The following morning the balloon was deflated. Additional information has been requested. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The product was returned for investigation. An inflation deflation test was performed by applying air to the tracheostomy tube cuff. The product was also submerged in water during this test and this found that the pivot (pvt) valve leaked air. The reported complaint was confirmed. The manufacturing guidelines and controls were reviewed and found effective to identify the reported malfunction. The reported malfunction was not found to be related to the manufacturing process.